Manufacturer narrative:
Others: adverse events reported. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Total patients: 180 (male: 93, female: 87), ages: 18 years to 88 years, bmi: 16.0 kg/square-metre to 87.9 kg/square-metre procedure involved: anterior cervical discectomy and fusion (acdf), laminectomy, open reduction and internal fixation (orif), posterior spinal fusion (psf), posterior lumbar interbody fusion (plif), anterior cervical corpectomy and fusion (accf). As per this clinical evaluation report, it was reported that a total of 180 patients having a clinical diagnosis and documented surgical implantation of the alleged spinal system were followed-up. Based on the radiographic diagnoses, patients were stratified into one of four evidence groups for analysis: degenerative disease (167 patients), trauma (11 patients), deformity (1 patient), failed fusion (1 patient). Post-op, fusion assessment was performed for the patients where radiographic notes with fusion assessment were available. Of the 167 patients in the degenerative disease group, 40 patients had radiographic notes specifying fusion status at 12 months follow-up. Successful fusion was noted for 35 patients while 5 patients did not achieve fusion. Of the 11 patients in the trauma group, fusion status was not reported in any of these cases. The only patient in the failed fusion group was noted to have successful fusion. For the only patient in the deformity group, radiographic information was not available at any timepoint. In the degenerative disease group, 26 patients were recorded to have suffered from adverse events (ae). In this group, a total of 42 aes, of 26 different types were recorded. One patient was recorded to have developed pseudoarthrosis and underwent a revision surgery. 2 patients also underwent a revision surgery but the cause of revision was unknown. 6 patients developed adjacent segment degeneration, a known potential outcome of spine fusion procedures. Known aes associated with cervical spine surgery accounted for the majority of the aes reported and included: continued pain/stiffness/paresthesia, dysphagia, and dysphonia. There were 3 aes associated with general surgery risk including: pneumonia (1), pulmonary edema (1), and stroke (1). One patient developed an epidural lipomatosis at an unspecified level. Epidural lipomatosis is commonly caused from excess and prolonged steroid use and is unlikely to be directly related to the surgical implantation of the alleged spinal system, but this cannot be unequivocally ruled out. In the trauma group, 5 of the 11 patients were recorded as having an ae. In total, 10 aes were recorded across 8 different ae types. Two patients developed serious aes, which were complicated by serious trauma preceding surgery. One patient developed respiratory failure, pneumonia, and decubitus ulcers, and long-term survival is unknown. The only patient in the failed fusion group reported diffuse pain, which is a known potential outcome following spine surgery. No adverse event was reported in the deformity group. Overall, no performance or safety concerns were identified as part of this post-market clinical study.